Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited damage on the lead body and an outer conductor fracture due to clavicular crush, which was confirmed with an x-ray. The patient underwent a surgical intervention to abandon the product and implant a new lead. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.